Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 2.75 x 18mm xience v stent was deployed to treat the mid left anterior descending artery (lad) lesion. There was no predilation performed. There were no device issues or pt effects observed at the time of the index procedure. However, in 2009, the pt returned to the hospital with chest pain and a heart cath revealed single vessel coronary artery disease (cad) involving the ostium of the previous jailed diagonal branch that was successfully treated with angioplasty reducing the restenosis. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - stenosis and angina, as noted in the IFU are known adverse events associated with coronary stenting. It was also reported that the lesion was not pre-dilated. The IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it is possible that the angina was a secondary effect of the stenosis, which required hospitalization and treatment with angioplasty. Although a conclusive cause for the pt effects, and the relationship to the product, if any cannot be determined, there does not appear to be an indication of a product quality deficiency.